Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of abdominal aortic aneurysms. The following adverse events were observed; type I endoleak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following malfunction was also observed: migration.